Event description:
The customer, rep of respiratory therapy, noted that the facility experienced three occurrences of low volume leak on the cuff of the reported device. This report is associated to the second occurrence reported under: (B)(4), MFR # 2936999-2013-00378.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.